Event description:
It was reported that the field was unable to see a recent shock episode involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The field suspected oversensing of noise and t-wave oversensing as the cause of the delivery of inappropriate therapy. Review of device data by boston scientific engineering determined a shock was delivered however, no episode was stored. The root cause of this was unable to be determined due to a file which was overwritten as the device could have been temporarily in an unexpected and/or malfunctioning state. A recent magnet reset corrected the previous state of the device operation. Engineering recommended a new evaluation in a few weeks to confirm normal operation. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field was unable to see a recent shock episode involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The field suspected oversensing of noise and t-wave oversensing as the cause of the delivery of inappropriate therapy. Review of device data by boston scientific engineering determined a shock was delivered however, no episode was stored. The root cause of this was unable to be determined due to a file which was overwritten as the device could have been temporarily in an unexpected and/or malfunctioning state. A recent magnet reset corrected the previous state of the device operation. Engineering recommended a new evaluation in a few weeks to confirm normal operation. No changes were made, and the s-ICD remains in service. No adverse patient effects were reported. New information engineering confirmed normal device operation following magnet reset. The device remains implanted and in service. Additional information provided from the field indicated this s-ICD recently exhibited an untreated episode with oversensing and changes in amplitude morphology measurements. Upon reviewing device history, it was noted that this patient had received an inappropriate shock in 2023 and 2021, however no current inappropriate therapy was noted. Testing of the system was able to reproduce the oversensing/low amplitude conditions. The s-ICD was reprogrammed to prevent any further untreated episodes, and it remains in service. No additional adverse patient effects were reported.